Event description:
Clinical study. Same case as MFR# 6000089-2006-02119. It was reported that 539 days post index procedure, the pt experienced a stent thrombosis (st) and a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the 2nd diagonal. The lesion was 2.5 mm wide, 12 mm long, and 95% stenosed. There was moderate calcification and tortuosity. The physician direct stented the lesion with a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the proximal circumflex (cx). The lesion was 3.5 mm wide, 20 mm long, and 95% stenosed. There was moderate calcification and mild tortuosity. The physician predilated the lesion prior to placing a 3.5 x 24 mm taxus express2 stent. Post dilatation, residual stenosis was 0%. The pt rec'd a gpiib/iiia inhibitor during the procedure, as well as angiomax. The pt was discharged 1 day later on aspirin and plavix. On day 539, the pt experienced the st, which was confirmed by angiography. The pt underwent CABG to the ramus for in-stent restenosis and the event was considered resolved. The pt was discharged 7 days later on aspirin and plavix. In the opinion of the physician, there is an unk relationship between the st/tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #6836478 found that the device met its material, assembly and product specs, at the time of release to distribution.